Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed seal cycle test and jaws not to open and close properly. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. This contributed to seal cycle test failure. The instrument was found to have three errors 22024 indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. The instrument passed the grip force test "5.68064". This is caused by loose grip cable and dislodged grip ring at the proximal end. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was not recognized by the system. The procedure was completed as planned with no reported injury.